Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system underwent an unrelated surgical procedure during which electrocautery was likely used. It was assessed that this may have resulted in damage to the implantable pulse generator (ipg). Following the procedure, the patient experienced worsening of speech and was unable to recharge the ipg. A revision surgery was performed to explant and replace the ipg. The patient is recovering well postoperatively.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The allegations of charging difficulty and speech disorder were confirmed. Device analysis confirmed the implantable pulse generator (ipg) could recharge but exhibited abnormal battery depletion (stimulation off depletion rate of 820 mv/day) and excessive sleep current (270 ua), consistent with board damage. Functional testing was inconclusive, with charging errors observed, while visual, electrical, and internal inspections confirmed abnormal current draw. Labeling review identified electrocautery as a known risk for permanent stimulator damage, and speech disorders as recognized risks of dbs therapy. The ipg damage was most likely caused by unintended exposure to electrocautery during the unrelated surgical procedure. The probable cause is classified as unintended use error caused or contributed to event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system underwent an unrelated surgical procedure during which electrocautery was likely used. It was assessed that this may have resulted in damage to the implantable pulse generator (ipg). Following the procedure, the patient experienced worsening of speech and was unable to recharge the ipg. A revision surgery was performed to explant and replace the ipg. The patient is recovering well postoperatively.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The allegations of charging difficulty and speech disorder were confirmed. Device analysis confirmed the implantable pulse generator (ipg) could recharge but exhibited abnormal battery depletion (stimulation off depletion rate of 820 mv/day) and excessive sleep current (270 ua), consistent with board damage. The ipg is drawing excessive current that is beyond what is normally expected. Functional testing was inconclusive, with charging errors observed, while visual, electrical, and internal inspections confirmed abnormal current draw. Labeling review identified electrocautery as a known risk for permanent stimulator damage, and speech disorders as recognized risks of dbs therapy. The ipg damage was most likely caused by unintended exposure to electrocautery during the unrelated surgical procedure. The probable cause is classified as unintended use error caused or contributed to event.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system underwent an unrelated surgical procedure during which electrocautery was likely used. It was assessed that this may have resulted in damage to the implantable pulse generator (ipg). Following the procedure, the patient experienced worsening of speech and was unable to recharge the ipg. A revision surgery was performed to explant and replace the ipg. The patient is recovering well postoperatively.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system underwent an unrelated surgical procedure during which electrocautery was likely used. It was assessed that this may have resulted in damage to the implantable pulse generator (ipg). Following the procedure, the patient experienced worsening of speech and was unable to recharge the ipg. A revision surgery was performed to explant and replace the ipg. The patient is recovering well postoperatively.